Event description:
Patient presented with high lead impedance. X-rays were performed and no anomalies were noted. The x-rays have not been received or reviewed by the manufacturer to date. The patients generator was replaced. High lead impedance was still seen after the generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.